Event description:
It was reported that the pulse generator exhibited four separate episodes of ventricular noise reversion occurring for 1 second intervals. The ventricular sensitivity was programmed to 0.5 mv. Noise could not be observed on the intracardiac electrograms. However, some t wave oversensing was present prior to the noise reversions.